Event description:
The customer reported that a vfib occurred, but there was no alarm.

Manufacturer narrative:
The customer reported that a vfib occurred, but there was no alarm. The initial investigation indicates that both the alarms were not activated during this event and also that the pt condition did not qualify as an v-fib alarm condition. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).